Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During the investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, the battery cap was found to be stripped and was unable to fit on the pump correctly.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment was alleged to be cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.